Event description:
It was reported that volume inaccuracy, under infusing was experienced.

Event description:
Additional information received by smiths medical/ICU on 19-may-2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. The pump was slightly over delivering. Trimmed the expulsor in order to bring the delivery into more nominal of a range. Due to multiple alarms found in the ehl, replaced the downstream occlusion sensor as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.